Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use a fortrex high pressure dilatation balloon device for patient treatment in the basilic vein with moderate tortuosity and 80% stenosis. Device was prepped as per IFU. It was reported that a balloon pin hole leak/burst was reported during inflation. During the procedure, the doctor reported the balloon ruptured reaching 10 atm. When the rupture reached 12 atm, the balloon was withdrawn by applying pressure, putting resistance as it came out through the 7fr introducer sheath. When removing the balloon, he noticed that the introducer sheath was wrinkled, and he had to completely withdraw the system, leaving only a guide as a lumen towards the vein. Resistance was encountered when advancing the device. The introducer sheath was changed and the procedure completed. No patient injury reported for this event.

Manufacturer narrative:
Product analysis: image 1: this image depicts the product pouch for the fortrex device, image 2: this image depicts what appears to be the fortrex device coiled in the hand of the hcp. Image 3 and 4: in both images, what appears to be a longitudinal burst can be visualized. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.